Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) generator would not fire bipolar energy. The technical service engineer (tse) reviewed the system logs and found an error 25920 pointing to the bipolar energy cable connection. The tse advised the customer to replace the bipolar energy cable, the customer stated that they did not have one on hand at the moment but would do so when possible. The customer proceeded the case using the vessel sealer instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, but the reported failure could not be reproduced on generator connected to system. The logs could not confirm the fault occurred in the field. Visual inspection showed that the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected.